Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker could not be interrogated successfully with a programmer. It was suggested to have the caller try quick start and select pg to see if they could get interrogation to work and also checking connections and verifying wand integrity was recommended. The pacemaker remains in service. No adverse patient effects were reported.